Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
Advanced bionics was informed that the recipient was hospitalized for post implantation meningitis. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient's device was successfully activated. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The company was informed the onset date of the meningitis was february 21, 2023. The recipient reportedly experienced an intraoperative perilymph gusher, that was packed. The recipient reportedly did not tolerate post operative oral antibiotics. The recipient received IV vancomycin for one week in the hospital. Upon discharge, the recipient had a peripherally inserted central catheter (PICC) placed to complete a 14 day round of antibiotics at home. The recipient has reportedly recovered. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly given IV ancef in the hospital for 1 day post op. The recipient's antibiotics given, were keflex. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.